Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer unit and burr unit were received together. The advancer knob was received tightened in a backward position. Visual and microscopical examination of the handshake connection, burr and annulus were performed. There was no foreign matter from the gloves present on the coil or burr of the device. The annulus was damaged/not rounded. Functional testing was performed by connecting the advancer to the rotablator control console system. The device was not able to get any speed and the console stall light came on. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. A 1.25mm rotalink¿ plus was selected for use. It was noted that the burr became stuck into the gloves and the burr did not rotate. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. A 1.25mm rotalink¿ plus was selected for use. It was noted that the burr became stuck into the gloves and the burr did not rotate. No patient complications reported.